Event description:
It was reported that a spectrum pump had door latch problems. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found that the force required to secure the door is above expected levels due to failing door hooks and latch pins. These parts are known contributors to door not fully latched alarms and have been replaced.